Event description:
It was reported that the patient's right ventricular (rv) lead had an insulation breach. The patient's rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.